Event description:
Pt admitted to labor and delivery on 12/9/1997 for induction of labor. Indication: post dates 41 weeks gestation. Routine admission orders were followed. The external fetal monitors were placed and heart rate was 130-140 baseline with numerous accelerations. Spontaneous rupture of membranes at 1005 a.m. Physician applied a fetal scalp electrode at 1012 a.m., fht 140-150 with variability present. The iupc, intran plus was placed at 1013 a.m. By the physician. At 1014 a.m. Fht deceleration down to 90's was noted and did not respond to position changes, o2 administration, or increased i.v. Fluid. At 1018 fht decleration continued down to 40's-60's. The pt was prepared for an emgergency c-section and taken to the operating room at 1021 a.m. A flaccid, blood covered infant was delivered. There was a copious amount of blood from the airway. The resuscitation efforts were unsuccessful. The pathology report indicated a slight laceration in the middle of the placenta. The proximal end of the umbilical cord appeared ragged and torn. The surgeon recorded that the cord broke when attempting to deliver the placenta. The report also stated diffuse recent intra-alveolar hemorrhage of right and left lungs. Medical device involvement was not confirmed until autopsy report was completed 01-15-98. This accounts for delay in reporting.